Manufacturer narrative:
The sample was not received for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. The device history record (DHR) for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No product discrepancies were found during the manufacturing of this lot. Root cause for the reported concern cannot be identified with the amount of information available. According to the instructions for use (IFU), ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain may cause breakage on removal. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Patient underwent a bifrontal craniotomy. While the jp drain that was placed during surgery was being removed at the bedside, the drain tubing snapped. CT of head showed a radiopaque tubular structure in the frontal scalp with irregularity of a portion of the drain on the left, where there was previously extension of the catheter tubing through the temporal scalp and outside of the skin. Patient was taken to the or for removal of this retained catheter fragment. Fragment successfully removed.